Event description:
It was reported when using the bd tube pln plh 13x75mm 4.0ml plbl rd br there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "when the sample is being drawn, the tubes are "escaping" from the needle before the end of draw. The customer reports it looks like the tubes are with too much vacuum, and don't stand the blood getting into them. When the tube is held so it's not "pushed away" the stopper explodes".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2028515. Medical device expiration date: 2023-05-31. Device manufacture date: 2022-03-10. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. It was reported when using the bd tube pln plh 13x75mm 4.0ml plbl rd br. There was whole tube push off non-patient end of needle and blood splatter. The following information was provided by the initial reporter. The customer stated: "when the sample is being drawn, the tubes are "escaping" from the needle before the end of draw. The customer reports it looks like the tubes are with too much vacuum, and don't stand the blood getting into them. When the tube is held so it's not "pushed away" the stopper explodes". H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and 5 retention samples were evaluated by functional testing. No issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2028515. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2022-03-10. D.4. Medical device lot #: 1334328. D.4. Medical device expiration date: 2021-12-16. H.4. Device manufacture date: 2023-03-31.

Event description:
It was reported when using the bd tube pln plh 13x75mm 4.0ml plbl rd br there was whole tube push off non-patient end of needle and blood splatter. The following information was provided by the initial reporter. The customer stated: "when the sample is being drawn, the tubes are "escaping" from the needle before the end of draw. The customer reports it looks like the tubes are with too much vacuum, and don't stand the blood getting into them. When the tube is held so it's not "pushed away" the stopper explodes".